Event description:
It was reported that following an ipg replacement procedure (MDR number 3006630150-2020-00245), the patient had an issue with wire connection. The patient underwent a revision procedure wherein the leads were replaced. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Approximated based on the date of previous ipg revision procedure. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2138500, model: sc-2138-50, serial: (B)(4), batch: a35460.